Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was in the 100s mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.